Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified vessel. A 2mm x 20mm x 142cm es balloon catheter was advanced for dilation. The balloon was used after the guidewire successfully crossed the lesion; however, it ruptured upon first inflation at 8 atmospheres for 9 second, during procedure. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.